Event description:
It was reported that a patient underwent an abdominal aortic aneurysm procedure on an unknown date and suture was used. Between 3-4 throw's gripping the needle it rolled on him. The surgeon re-griped to finish the case. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: did the needle broke or pull-off from the suture? Pulled-off from the needle. What is the total number of products involved in each procedure? One. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Five. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that one unopened sample that pertain to the product code epm8742 was received. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.